Event description:
Event description guidant received information that during an elective device replacement procedure, it was noted that this endocardial lead has a fracture in the rate/sense portion. This portion was capped and replaced with another pacing lead. The shock portion of the lead remains in service.